Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer, during a training session, that the intra-aortic balloon pump alarmed repeatedly with autofill failures. There was no patient involvement and no adverse event reported.